Event description:
Same case as: 2134265-2015-01021, 2134265-2015-01080. It was reported that an automatic pullback failure occurred. During procedure, an ilab ultrasound imaging system was used in conjunction with an imaging catheter and a sled to perform automatic pullback. However, it was noted that the motor drive unit 5 (mdu5) did not start an automatic pullback at all. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
The complaint device was not available for evaluation; therefore, product inspection could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).